Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "error 44" on the monitor screen. The customer's biomedical dept then replaced the defib module, and the device display error message code "error 70" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.